Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. The investigation is ongoing.

Event description:
As reported by the field clinical specialist (fcs), during a transfemoral transcatheter aortic valve replacement (tavr) procedure with a 26 mm sapien 3 ultra resilia valve, there was difficulty advancing a 14fr esheath+ in the patient. Multiple attempts were made to advance the esheath+ using shockwave and percutaneous transluminal coronary angioplasty (ptca) with a balloon. Eventually, the esheath+ was able to be advanced to just above the iliac bifurcation. The 26 mm commander delivery system with valve was then advanced through the 14fr esheath+ with mild difficulty noted. Upon exiting the esheath+, the valve became stuck in the infrarenal aorta. An aortogram was performed showing perforation of the right common iliac artery. Attempts were made to remove the delivery system and valve through the esheath+, but this was unsuccessful due to the angle of entry. A decision was made to partially deploy the valve in the abdominal aorta. The delivery system balloon was then left inflated to tamponade the femoral vessels. A covered stent was placed in the right iliac artery into the common femoral artery. The delivery system balloon was deflated and a second aortogram was performed on the descending aorta. The aortogram showed a perforation of the infrarenal aorta. It was believed to have occurred when attempting to advance the delivery system with valve through the anatomy. A decision was made to convert to an open repair. The patient coded multiple times and then passed away in the hybrid operating room (or).

Manufacturer narrative:
A supplemental report is being submitted to include additional information. This is one of two manufacturer reports being submitted for this case. Please see manufacturer report number 2015691-2025-06917 for details of the other event. The investigation is still ongoing.

Manufacturer narrative:
A supplemental report is being submitted for correction and includes additional information from the investigation. The following sections of this report have been corrected/updated: h6 (type of investigation, investigation findings, investigation conclusions) and h11 (additional narrative/data). The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into these types of events is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure modes is not required at this time. The device was not returned for evaluation as it was discarded. Due to the unavailability of the device, no visual inspection, functional testing, or dimensional analysis could be performed. There was imagery provided for evaluation. A review of the imagery revealed the patient's right access vessel had presence of undersized dimensions and stents. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, events reporting resistance during delivery system insertion/advancement through the sheath and potential valve frame damage using the sapien 3 ultra resilia valve have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to vessel tortuosity, calcification, undersized vessels, and/or steep insertion angle. In addition, valve frame and/or sheath damage can be a result of increased push force and any excessive device manipulation or sheath-valve interaction. The complaint about the difficulty advancing the delivery system through the esheath+ has been confirmed based on the information available to date. Any updates or additional findings will be submitted in accordance with FDA reporting requirements. In this case, the available information suggests that patient factors (undersized vessels) may have contributed to the reported event as it was confirmed via the imagery provided. Undersized vessels (e.g. Due to anatomical variation, pre-existing stent or graft, scar tissue, or fibrosis) can create a restricted pathway or constrained condition resulting in difficulty during sheath expansion and increased resistance during the advancement of the delivery system. Through extensive complaint investigations, events reporting difficulty during sheath insertion/advancement into the patient with associated sheath damage have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events has historically been due to calcification, tortuosity, steep insertion angle, undersized vessels, and/or constrained access. In addition, sheath damage can be a result of increased push force, and any device manipulation used to overcome the difficulty. The complaint about the difficulty introducing the esheath+ that resulted in a patient injury requiring an intervention to treat has been confirmed based on the information available to date. Any updates or additional findings will be submitted in accordance with FDA reporting requirements. In this case, the available information suggests that patient factors (undersized vessels) may have contributed to the reported event as it was confirmed via the imagery provided. Undersized vessels (e.g. Due to anatomical variation, pre-existing stent or graft, scar tissue, or fibrosis) can create a restricted pathway or constrained condition that can increase friction and result in difficulty inserting or advancing the sheath. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
A supplemental report is being submitted for correction to document the related manufacturer report number in section h10 (related report numbers).